Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged guidewire is confirmed is confirmed; however, the exact cause is unknown. Two photographs were submitted for evaluation. One photograph showed a looped guidewire during what appeared to be an insertion procedure which was in progress. No apparent cause of that looped wire was seen. The second image showed two guidewires: one which was kinked and the other with a loop. The guidewires appeared to have been used, but outside of the observed wire loop and kink no other information was available. There were no distinguishing features in the returned photographs of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported during insertion, the guide wire became twisted, and catheter insertion was then impossible. No intervention needed, no patient harm. It was reported this occurred with four devices. This report addresses all four devices.